Manufacturer narrative:
Additional info: catalog: 8005p10, lot: 1013660, expiration date: 06/30/2012. Additional implant date: 03/18/2010. Additional device manufacture date: 06/01/2009. (B)(4). This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA on 09/30/2010. Since the adverse event required catheterization to correct urinary retention, this event was determined to be a reportable event. The device history records for coaptite lots 1012957 and 1013660 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted for either lot.

Event description:
Coaptite post approval study. A patient (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected twice; the first time on (B)(6) 2009 with 2.0ml coaptite, and the second time on (B)(6) 2010 with 2.0ml coaptite. There were no reported aes after the (B)(6) injection. The pt notes indicate that the pt was unable to void after the march coaptite treatment. A #10f foley catheter was placed on (B)(6) 2010. It was removed the following day, and the pt was able to void spontaneously.